Event description:
It was initially reported that a patient's generator could not be interrogated, and believed to be at end of service. Further information was received from the treating neurologist indicated his programming system was working fine before and after interrogation of the patient's device. Additional information was received from the medical professional in the form of clinic notes. A review of the clinic notes revealed the patient was almost completely seizure free with a combination of anti-epileptic drugs but she started having seizures again several months ago. At the moment the cause and pre-vns baseline of the patient's seizures is unknown as there is no additional information which indicates any medication or programming changes that could have contributed to the increase as the patient was seizure free using a combination of anti-epileptic drugs. Furthermore, a review of the patient's programming history indicated the last known system diagnostics were in 2008, and resulted ok/ok/1/no. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date. At the moment, it is known that generator replacement surgery is likely and a tentative date has been given, but has not been confirmed by the patient.